Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The device was removed and a new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. There were no patient adverse effects in relation to this event. The device was replaced due to malfunction, the specific issue was not specified. It was stated that this was an old device, however, the implant date was not provided.